Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator was failed to open. The customer reported that the malfunction occurred when user tried to issue medication to patient and nurse unable to retrieve medications from the refrigerator, which resulted a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator failed to open.. A field service engineer replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.